Event description:
Related manufacturer report number: 2017865-2023-95454. It was reported that low pacing impedance was observed on the right atrial (ra) and right ventricular (rv) leads. Abbott technical support was contacted and confirmed the event. An x-ray was performed and no anomalies were observed. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.